Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported, that the balloon ruptured. The 99% stenosed, target lesion was located in the moderately tortuous. And moderately calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted, that the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported, that the balloon ruptured at first inflation for 30 seconds. And the device was simply removed from the patient's body. The patient's status post procedure was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. There were no patient complications reported.